Manufacturer narrative:
Five months later, the device was explanted and the reason indicated was for normal battery depletion. The device has since been returned and is currently in analysis. When additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but the change in longevity was due to the small fluctuations in lead impedance and/or the current drain mismatch between the programmer software and the device firmware when the calculated current was near the boundary.

Manufacturer narrative:
The pacemaker remains in service at this time. Should additional information become available, this event would be updated.

Event description:
Boston scientific received information that during this pacemaker check, longevity remaining initially showed less than one year remaining. At the end of the session the longevity showed two years remaining. The caller stated no changes were made to programming. Technical services discussed elective replacement near (ern) as not being a lock and suggests the device has one year remaining and to not worry about a rapid depletion. The patient will be seen again in the next couple months.

Event description:
Three months later we received additional information that this device is showing a discrepancy in magnet rate. The longevity remaining is showing 2 years with a magnet rate of 90. The sales representative confirmed there have been no changes in device programming, pacing percentage or lead impedance measurements.